Event description:
It was reported that pump experienced battery depletion, as described by customer¿s mother. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional corrective actions or follow-up from technical support were completed.